Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device ineffective "right occlusion only". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: right occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs received: case was upgraded from other event to incident. Event injury nos replaced with medical device removal. Reporter and product information was added. Lab dada added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "right occlusion only". The patient's medical history included ovarian cyst and obesity. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 5 days after insertion of essure. In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2011, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2012, the patient experienced gingival disorder ("dental problems: gum bone loss"). In (B)(6) 2013, the patient experienced pruritus ("allergic or hypersensitivity reaction type:itchy dry skin"), dry skin ("allergic or hypersensitivity reaction type:itchy dry skin"), hypertension ("blood or heart disorder/condition type: high blood pressure") and fatigue ("fatigue,"). In (B)(6) 2013, the patient experienced rash ("rashes or skin conditions type:dry skin/rash patches"). In (B)(6) 2016, the patient experienced alopecia ("hair loss"). In (B)(6) 2017, the patient experienced vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast/bacterial infection") and bacterial infection ("infection (bladder/ urinary tract/vaginal) type: yeast/bacterial infection,"). The patient was treated with ibuprofen and surgery (essure removed, unilateral salpingectomy/cornual resection). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, dry skin, vulvovaginal mycotic infection, dysmenorrhoea and fatigue had resolved, the genital haemorrhage, menorrhagia, pruritus, bacterial infection, rash, hypertension, gingival disorder and dyspareunia outcome was unknown and the alopecia was resolving. The reporter considered alopecia, bacterial infection, dry skin, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, gingival disorder, hypertension, menorrhagia, pelvic pain, pruritus, rash, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. The reporter commented: received treatment for pelvic pain, abnormal bleeding (general),abnormal bleeding (vaginal, menorrhagia),high blood pressure, yeast infection, bacterial infection ,dysmenorrhea, gum disorder current weight 185 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: right occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jan-2020: pfs received: new events: event medical device removal deleted. Abnormal bleeding (general),vaginal bleeding, menorrhagia, dry skin, itchy skin, bacterial infection, yeast infection, rash, high blood pressure, gum disorder, dysmenorrhea, dyspareunia, pelvic pain, fatigue, hair loss were added. Reporter, concomitant drug treatment drug was added. Medical history was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.